Manufacturer narrative:
Failure investigation was performed on motor controller board (sn: (B)(4)), and found a bent pin# c32, which caused error code 1007. There was no output out of u43- 14, which causes a partial data communication loss between the circuit boards. Power management board information, voltage data, and error code 1007 were caused due to the loss of the bspisel2 signal.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.